Event description:
Surgeon was using the ablation device in a shoulder arthroscopy procedure when he noted that a piece of insulation had become detached and was present in the joint space. He used the suction and a grabber to remove it. He then noted a second piece of insulation in the joint space, and removed that also. Surgeon reported that all debris was removed from the joint space, as evidenced by the fact that he was able to piece the device back together so that it appeared whole. Surgeon stopped using the device and switched to an alternate piece of equipment. Dates of use: (B)(6) 2010. Diagnosis or reason for use: shoulder procedure.

Event description:
Caller reported first inform system result of "400s" mg/dl, second inform system result of "100s" mg/dl, and another first inform system result of "300s" mg/dl within 10 minutes. Caller did not know what test was run on what meter. She believes it is safe to assume all 3 results received in less than 10 minutes since all of the tests were done with the same finger stick. No adverse event reported. A request was made for the return of the strips.

Manufacturer narrative:
(B)(4).